Event description:
Philips received information from the customer reporting they were having intermittent problems with the patient support movement and gantry tilt. The customer informed the philips field service engineer (fse) that the table had moved up when the down button was pushed. There was no report of rescan or harm to the patient or operator.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).